Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported the patient had an aneurysm and some cysts next to his pump which were discovered about a year ago. The patient had a cat scan about 3 months ago and they found a "mass" underneath the pump and "they can't tell what it is". Per the patient, the pump looks like it's attached to his bowel and stated he was having problems with his bowel. The patient reported that one of the cysts went from 8.5 to 5.4 and then 5.0 in diameter. The patient also stated he lost his sacrum in 1994 and has been a quadriplegic since 1981. The patient indicated that he had been through multiple hcp¿s and none of them would listen to the patient. The patient was seeking a new hcp as the patient would like to remove the pump. The patient reported 4 medications (clonidine, bupivacaine, baclofen, morphine) had been in pump time frame of what medications were in and when was unclear. Additional information has been requested, but had not been received as of the date of this report.